Event description:
It was reported by the customer that a bd pyxis¿ es server all patients were not crossing over. The customer reported that it affects patient care for entire facilities. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the all patient was not crossing over. A technical support specialist contacted the customer to obtain a sample order ID. Customer provided two additional patient details and order ids, which were added to the ephi link. Retrieved the station name (mdtxfspxb1), but it was not found in remote smart service (rss). Both orders were not located on the server. Accessed ssms, navigated to the database and ext.received messages table, and reviewed the top 1000 rows. Observed delayed order processing times. Ran the server downtime query and identified over 400 orders queued for processing. Repeatedly executed the query and noted fluctuations in the queue count. Determined the root cause was an active directory (adt) communication issue on the customer¿s side. Once addressed, order processing resumed. Customer confirmed the issue has been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server all patients were not crossing over. The customer reported that it affects patient care for entire facilities. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.